Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionizationtime of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in belgium notified biomérieux of obtaining a misidentification of a corynebacterium species as a nocardia species in association with the vitek-ms rp5700 prep pc cli v1 (ref 411030, serial (B)(4). The customer indicated that they had received an identification of a nocardia species with a confidence value of 99.9%, but when the sample was analyzed again, the result was a corynebacterium species. The gram stain results align more with an expected identification of corynebacterium than an identification of nocardia. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of a corynebacterium species as a nocardia species in association with the vitek-ms rp5700 prep pc cli v1 (ref 411030, serial (B)(6)). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek® ms. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the testing performed by the customer on (B)(6) 2022 and (B)(6) 2022. Spot preparation: the customer's spot preparation was non-optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Customer data analysis: by reprocessing the customer data with vitek ms kb v3.2, results were heterogeneous : (B)(6) = one single choice to nocardia carnea; (B)(6) = one single choice to staphylococcus lugdunensis; (B)(6) = three single choice to corynebacterium accolens. The customer reported that tests from 18aug2022 were made from both the ¿original culture¿ and from a ¿new culture (made on a new plate)¿. However, it is not possible to separate the ones made with the ¿original culture¿ and the ones made with the ¿new culture¿. Based on these information, it is not possible to determine if the issue (potential misidentifications to nocardia carnea and staphylococcus lugdunensis) is related to the ¿original plate (mixed flora for example)¿ or other. The potential misidentification to nocardia carnea was obtained with the very low score (-0.29), near the limit (-0.40) to get "no identification" result. In addition, it has been obtained with the spectra having the lowest number of peaks (38), near the limit (minimum 30 peaks for bacteria) to get "no identification" result. The potential misidentification to staphylococcus lugdunensis was also obtained with low number of peaks (57). The sample « all peaks » values are quite heterogeneous, varying between 38 and 83. Spot preparation has to be verified with the customer. Root cause: based on these findings, the issue could be due to a non-optimal sample spot preparation. Due to a lack of available information, it is not possible to determine if the ¿original plate quality (mixed flora for example)¿ could be the cause of the potential misidentifications. Conclusion the precise cause for the misidentifications reported by the customer could not be determined, but the causes were determined to be likely due to non-optimal sample spot preparation and possibly due to mixed flora on the original culture plate (not confirmed). Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve their sample spot preparation technique. Additionally, lcs has been instructed to request that the customer perform additional reference method testing, such as sequencing, to determine the expected identification of the organism.